Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power controller dc input and solenoid were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during the start-up process. Mechanical ventilation was not functional. There was no report of patient involvement.